Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the infusion port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 08, 2019 - july 09, 2019. Only one (1) actual sample was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bag was cut at the top where the customer likely drained the contents. A functional test was performed which revealed a leak between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the condition was not determined, however; the most likely cause of the condition was noted to be due to inadequate adhesive applied to the spike port cap when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The other sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.